Event description:
This ra lead was implanted on (B)(6) 2015 and was explanted on (B)(6) 2018 due to fracture. The physician was dr. (B)(6) at (B)(6) hospital in jackson, mi. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).